Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a (B)(6) male implanted with a aaa device on (B)(6) 2006 developed a type 2 or 3 endoleak and active rupture, the physician reportedly believed the leak to be a type 2. During explant of the device the physician damaged the graft during use of the instruments, an open procedure was required to sew in an open graft. The supra renal stent part of the tffb main body was left inside the patient and graft material was cut out. According to the initial reporter, the patient did experience the adverse effect of an open procedure due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: the complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of the complaint history, instructions for use, quality control, and trends was conducted during the investigation. A document based investigation revealed no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Each zenith device is shipped with instructions for use (IFU) (B)(4), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Included in the IFU are the aortic neck diameters and angulation criteria, anatomical elements and limitations that will affect sealing and fixation. Also included are "potential adverse events that include, but are not limited to: aneurysm enlargement, aneurysm rupture and death, endoleak, and endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion;puncture; perigraft flow; barb separation and corrosion. " it was reported that the patient had what looked to be a type ii endoleak. Due to an active aneurysm rupture, an open surgery for rupture intervention was performed. The grafts were explanted and disposed of. Type ii endoleaks occur naturally due to patient anatomy. Based on the information provided it is feasible that the root cause is related to the patient's anatomy. Per the risk assessment no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported a (B)(6) male implanted with a zenith aaa endovascular graft bifurcated main body device on (B)(6) 2006 developed a type 2 or 3 endoleak and had an abdominal aortic aneurysm active rupture, the physician reportedly believed the leak to be a type 2. The grafts were explanted and an open procedure was required to sew in an open graft. It was reported that the physician damaged the graft with instruments during removal. The supra renal stent part of the tfb main body was left inside the patient and graft material was cut out. There was no further information provided regarding the patient outcome. According to the initial reporter, the patient did experience the adverse effect of an open procedure due to this occurrence.